Event description:
It was reported by the patient that she has been experiencing various symptoms including nausea, vomiting dizziness, infections, bleeding, diarrhea, strange rashes, abdominal pain, etc. Also has recurrent hernia.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.